Event description:
The customer reported somebody gives a small beat close to rfu indicator, clinking red x with periodic audio chirp appears and battery indicator led switches off, delivers shock. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.